Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors. System operates as intended. (B) (4).

Event description:
Customer reported a popping noise and system overheated. No pt injury was reported.